Event description:
It was reported that there was a shocking or jolting sensation. It was noted that a revision was scheduled for the following day. Two days later, it was reported that the patient was revised on (B)(6) 2012. The reporter stated that the pocket site was opened and the tail end of the leads were wiped and reconnected to the patient's existing device. Impedances were checked and were within normal limits. It was reported that no diagnostic testing was performed at the doctor's discretion. Further reprogramming was attempted and made no change. It was noted that when the lead was disconnected from the battery, there were no objective findings that would indicate product malfunction. The reporter stated that the patient was called the afternoon following surgery and reported that she was doing well and did not feel the "burning sensation." A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).